Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch / user facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gi (gastrointestinal) bleed. The hemoglobin on admission was 5.8 despite 2 transfusions given 2 days prior to admission. An additional 6 units of blood were transfused after admission. An urgent colonoscopy was performed and found a dieulafoy vs an arteriovenous malformation lesion actively bleeding in the descending colon; which was treated with epi (epinephrine) and clips.